Event description:
It was reported that the lead was explanted due to noise that caused inappropriate shocks. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the lead was explanted, due to noise that caused inappropriate shocks. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. Evaluation summary: proximal conductor fractured; full lead returned. Other: 3483 it was reported that the lead was explanted due to noise that caused inappropriate shocks. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event, shock, inappropriate, noise.